Manufacturer narrative:
Due to character limitation, event site contact no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had maintenance battery bay 1 test 2 issue. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.